Event description:
A hemodialysis inpatient user facility reported during treatment, an external blood leak occurred. Test strips were used to confirm and the machine alarmed. Estimated blood loss was 300ml. The pt had no adverse effects and no medical intervention was required. The pt completed treatment with a new set-up. Sample has not been returned to MFR.

Manufacturer narrative:
The reported complaint of an internal dialyzer blood leak is not confirmed. A complaint sample has not been received for manufacturer evaluation. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the complaint sample. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.